Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The console was returned and tested after arriving in fs. Upon examining reported issue with the broken purge retainer was confirmed. Purge retainer was completely broken off. The cause of the issue was a broken purge retainer.

Manufacturer narrative:
The controller (aic) has been returned for evaluation but has not been evaluated. Upon completion of the investigation a supplement report will be submitted.

Event description:
It was reported by biomedical engineer that the console (aic) has a broken purge clip. No patient involvement.